Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4; g1; g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting. Tac advised the customer to change the lamp in the clv-190 to address e103. Tac emailed a quick reference guide to the customer. The customer will call back if any issues occur. The customer did not call back. The reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced an error 103. There were no reports of patient involvement.